Event description:
The customer reported that the monitor went black during fluoroscopy and the control panel lit up at the same time. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep tightened loose connections on the power plug. The system was tested and found to be working as intended and put back in service.